Manufacturer narrative:
H3, h6: it was reported that a left hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information has been requested for this complaint but has not become available. A review of the historical complaints data for the acetabular cup and femoral head was performed using batch numbers to evaluate patterns of repeated failures or defects over the lifetime of the product and using part numbers and the reported failure modes to evaluate patterns of repeated failures or defects in a timeframe prior 12 months as of the complaint aware date. No other similar complaints were identified to involve this batch. Other similar complaints have been identified for the part number and the reported failure mode, and this failure will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All released devices involved met manufacturing specifications upon release for distribution. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, no prior applicable escalation actions were identified. The available medical documents were reviewed. The clinical information provided of the tissue necrosis with extensive alval may be consistent with a reaction to metal debris. However, the source and the root cause cannot be determined with the available documentation. It cannot be concluded that the reported clinical findings are associated with the implant failure. Based on the available information we can confirm the reported complaint, however without further information our investigation remains inconclusive and a definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated. Internal reference number: (B)(4)

Event description:
It was reported that, after left bhr on (B)(6) 2020 the plaintiff has suffered of persistent and extensive left hip pain with left leg weakness, fluid collection in the soft tissue of the left hip, and failure of left hip resurfacing with alval consistent with metallosis. Plaintiff underwent a revision surgery on (B)(6) 2021 where the intra-operative findings showed failed total hip resurfacing with alval and tissue necrosis. The current health status of the patient is unknown.

Manufacturer narrative:
Section b3, b7 and d6a were updated due to new information received.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that after the left bhr on (B)(6) 2020, the plaintiff has suffered from persistent and extensive pain in the left hip with weakness in the left leg, plaintiff had fluid accumulation in the soft tissue of the left hip and was diagnosed with left hip failure with alval compatible with metallosis. Plaintiff underwent revision surgery on (B)(6) 2021 where intraoperative findings demonstrated failed total hip resurfacing with alval. The current health status of the patient is unknown.